Event description:
A distributor in (B)(4) reported that they could not connect the heater wire adapter to an rt324 infant breathing circuit. This was discovered prior to use and no patient consequence was reported.

Manufacturer narrative:
(B)(4) - the product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the returned circuit was visually inspected and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory limb. A visual inspection revealed that one of the heater wire pins was split at the top. This split prevents the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints for this lot number. Conclusion: it is possible for the user to damage heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. Bent or damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).